Event description:
It was reported that during a laparoscopic gastric bypass with roux en y procedure, after the first firing it was difficult to open the jaws, there was no tissue damage. Upon the third firing the surgeon closed the device to insert into the patient. Once inside of the patient the device would not open to be used. When the device was removed from the patient it still would not open. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The (B)(4) device was returned with a cartridge reload and with the shrouds separated and with an (B)(4) cartridge reload present. The cartridge reload was received partially fired. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned cartridge reload and a test reload were tested for functionality in the straight and articulated positions by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Although no conclusion could be reach on what caused the shrouds to separate it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.